Event description:
Dr was using a flexi-lum light to look down the shaft of the femur. When he removed it, the light was gone from the end of the flexi-lum. Another was used to search for the missing piece. Copious amounts of irrigation used, graspers used; piece was not recovered from wound. It was never found. A visual evaluation of device was done afterwards and it could not be determined why this occurred.